Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow up, non-sustained ventricular oversensing due to post-paced t-wave oversensing was noted on a stored egm. Programming changes and induction test were recommended.

Manufacturer narrative:
(B)(4).